Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
Multiple culture reports were provided by the customer: the first culture report contains: aerobic microbial contamination. Sampling date: (B)(6) 2025. Colony forming units (cfu): 10-50 colonies. Bacterial identification: citrobacter farmeri. The second culture report contains: aerobic microbial contamination. Sampling date: (B)(6) 2025. Cfu: greater than 100 colonies. Bacterial identification: citrobacter farmeri, klebsiella pneumoniae, and escherichia coli.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air-water channel, suction biopsy channel, flushings and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device. This report was sent in error as there was no malfunction that would not cause or contribute to a death or a serious injury if it were to recur. The initial emdr was submitted for device contamination, but the information provided by the customer stated that there was no microbial contamination found.

Event description:
Culture information provided by the customer: no microbial contamination. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: no growth. Bacterial identification: n/a.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.